Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 500 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with insulin drip. The customer stated that the insulin pump was not alarmed when blood glucose was high. The nurse also stated that customer was admitted in hospital on (B)(6) 2020 and also stated that on (B)(6) 2019 there blood glucose was 596 mg/dl and they stayed in emergency room for five hours. Customer was unable to complete carelink upload. The customer was unable to perform the high pressure test. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.